Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the right ventricular lead exhibited loss of capture at high outputs. The physician elected to cap and replace the lead. The patient did not experience any symptoms before the procedure and was in stable condition post surgery.